Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 108 mg/dl. Customer was unable to clear the alarm. Customer was not exposed to high magnetic field, did not drop the pump and connection was ok. Customer had to discontinue pump used and is following the medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarms were noted. The motor passed the motor test. The buttons responded properly. No moisture damage/corrosion on the keypad traces noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.